Event description:
New information received indicated that the ventricular leadless pacemaker was explanted due to the high capture threshold and replaced with a competitor device. The atrial leadless pacemaker was disabled. The patient was stable.

Event description:
It was reported that the dual chamber leadless pacemakers (lps) exhibited high capture threshold. No loss of capture was reported. Programming changes were made. The patient was stable.